Event description:
On 9/27/06, abbott point of care was contacted by a customer who stated that a patient's pt/inr result on the I-stat system was 1.8. A blue topped tube was drawn on this patient and tested in the laboratory and the result was 2.6.